Event description:
It was reported the back cover is damaged. The epg (external pulse generator) was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer and lower and upper cases are broken. Side bail covers and side bails are missing. Knobs and ring cover are contaminated.